Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the MFR that the vns patient's device showed high lead impedance during diagnostic testing at an office visit. The pt's generator was placed as a result but the high lead impedance condition did not resolve. There was no known trauma or manipulation at the device site that could have contributed to the reported event but the patient reportedly falls at time during seizures. Diagnostic tests performed on the device following implantation surgery revealed proper device function in 2003. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date. The pt is being scheduled for lead revision surgery.